Event description:
Revision surgery - due to open debridement and soft tissue release.

Manufacturer narrative:
The reason for this revision surgery was identified as stability/poor joint after 2.8 months of patient use. The healthcare professional indicated that the patient required hospitalization, initial or prolonged. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product a review of the product complaint report history showed this is the 4th complaint for this product (2 stability/poor joint, 2 infection), second for this lot. The root cause for the stability/poor joint issue was reported as the need for debridement and soft tissue release. There is no information reported that showed a material, design, or manufacturing problem with the product. Hospital disposed.